Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during an injection, a bd intima-ii¿ closed IV catheter system was damaged. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation summary: a photo was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the photo provided. The batch record could not be reviewed because the lot number was not submitted and could not be observed on the device displayed in the photograph. According to the complaint information the damage was incurred during the injection of a contrast medium while in the computed tomography room. The instructions for use for the intima-ii catheter notes that high pressures used in this product may cause damage to the product. For this reason the most likely root cause for the reported failure mode is damage by high pressure injection. No formal corrective action will be initiated at this time.